Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colectomy. According to the reporter: right after the device was inserted, a blue foreign material was found in the cavity. After retrieving the piece, another device was used. No unanticipated bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury reported.